Manufacturer narrative:
Previous medwatch submission noted suspected alcl. Upon review of received pathology reports, allergan medical safety determined that there is no malignancy.

Event description:
Testing has been conducted for alcl and no malignancy was found.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma and lymphoma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this events. Reason for reoperation reported as seroma, inflammation, pain, and device removal due to product concern. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported left side seroma, inflammation, pain, and device removal due to product concern. Testing has been conducted for alcl however pathological markers have not been provided. Device has been explanted.